Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the patient's treatment. Blood leak noted on leak alarm. Blood leak was also verified visually in dialysate and with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 250cc. Treatment was resumed and completed with new disposables without further incident. No patient injury or medical intervention reported per hcp.